Event description:
It was reported that there was out-of-range right atrial (ra) lead impedance due to a fracture noticed in 2004 just about six months after implant. The device was reprogrammed from ddd to vvi mode. It was also reported that during the recent device replacement, the physician noticed that there was a complete ra lead transection. Part of the ra lead was removed. The lead was not replaced as a single chamber device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: kdr703 implantable pacemaker, (B)(6) 2003; 5054 implantable pacing lead, (B)(6) 2003. (B)(4).